Event description:
The account alleged that the patient position module will not set. No patient impact.

Manufacturer narrative:
The bed was zeroed out by the account to resolve the issue of user error.